Event description:
It was reported that the customer was hospitalized for dka. The customer's family member was calling on behalf of the customer. The events leading to hospitalization were not communicated. It was stated that the programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. Additionally, the contact was advised to discuss possible hbg causes with the customer's md and to follow the two hbg rule.